Event description:
It was reported that there was increased right ventricular pacing theshold and mild diaphragmatic stimulation. It was noted that the patient was part of the (B)(4) study. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.